Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The polarity was changed and the lead remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.